Event description:
It was reported that a ez35w and a tsb35 were used during a laparoscopic appendectomy. It was reported by the affiliate that the ez35w did not fire so surgeon used a tsb35. The tsb35 stapled but did not cut. The patient was converted to an open procedure with no further complications.